Event description:
It was reported occlusion alarms occurred. The customer uses trusteel infusion set and novolog brand insulin longer than the recommended time period. Tandem technical support educated the customer this is off label insulin use. The customer's blood glucose level was 525 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem user guide "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.